Manufacturer narrative:
Batch review performed on 26 august 2021: lot 2009409: (B)(4) items manufactured and released on 26-jan-2021. Expiration date: 2026-jan-14. No anomalies found related to the problem. To date, 48 items of the same lot have been sold without any similar reported event. Another device involved: batch review performed on 26 august 2021: liner: mpact 01.32.4052hc4 offset 4mm pe hc liner ø40/g (k183582) lot 2009672: (B)(4) items manufactured and released on 04-nov-2020. Expiration date: 2025-oct-26. No anomalies found related to the problem. To date, 18 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. 23 days after the primary surgery, the surgeon revised the medacta stem and head and the surgery was completed successfully.